Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the 8fr angio-seal deployed in the patient's common (B)(6) and the patient suffered from complete artery occlusion after deployment resulting in surgery. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2021. The type of procedure being performed was a mechanical thrombectomy of the left middle cerebral artery. An 8fr procedural sheath was used. A pre-deployment angiogram was performed. The patient was in stable condition. The procedure outcome was thrombolysis in cerebral infraction (tici 3) recanalization. The surgical procedure was a right lower extremity iliofemoral endarterectomy with fasciotomies.

Manufacturer narrative:
Patient identifier requested, not provided. Weight 60.2kgs. Explanted date: unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.